Event description:
It was reported that this pacemaker stored a false signal artifact monitor (sam) due to oversensing of atrial fibrillation (af). Additionally, changes in the expected longevity of this device were noted. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. The power consumption was confirmed to be elevated due to sensing of persistent af. No adverse patient effects were reported. At this time, this device remains in service.